Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Rcc received a complaint via email. On 28oct2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe. On (B)(6) 2025, the office staff reported the following: " the office discovered a white speck after drawing the eylea hd into a syringe, on the morning of (B)(6) 2025. The white speck seemed to be adhering to the side of the syringe.¿

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample and multiple photographs of a 1 ml ll syringe (part number 309628) were received and evaluated. The syringe arrived fully assembled and loose, and inspection identified a white bubble embedded in the barrel. Review of the submitted photographs confirmed that the condition shown is consistent with the defect observed in the physical sample. This condition is non-conforming to product specifications. The likely root cause of the embedded foreign material defect is related to the molding process, where small amounts of moisture entering the mold may vaporize and become trapped within the molded part. Furthermore, a device history record review was completed for provided lot number 3158731. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.